Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor error alert and a no delivery alarm. Customer does not recall his blood glucose reading at the time of the event. Customer declined troubleshooting. No additional information provided.